Manufacturer narrative:
(B)(6) 2015 product investigation: consumer returned 1 oral-b power toothbrush type 3756. The returned sample was analyzed and did not provide any root cause for the failure.

Event description:
Face bled [skin haemorrhage]; stuck face with metal end of toothbrush, metal bit dug straight into face, stabbed face with metal part of toothbrush [face injury]; cut on face [laceration]; scab on face [scab]; brushhead came off [device breakage]. Case description: a (B)(6) male reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown came off revealing a sharp metal bit that stuck into his face and left a cut which bled. (B)(6) 2014 the consumer reported that the events happened on (B)(6) 2014. The toothbrush was purchased one month previously. The brushhead was the original that came on the handle. (B)(6) 2014 the consumer reported he had a scab for the previous 3 days. (B)(6) 2015 product investigation: consumer returned 1 oral-b power toothbrush type 3756. The returned sample was analyzed and did not provide any root cause for the failure.